Event description:
Boston scientific-target was notified that during the procedure as the 6th coil (gdc 10-ultrasoft stretch resistant coil synerg detection circuit) was being deployed, it jammed at the distal tip of the catheter with the tail of the 5th coil (gdc 10-ultrasoft stretch resistant coil synerg detection circuit). The 6th coil stretched as it was withdrawn and dragged the 5th coil out of the aneurysm with it. In october 2002, the physician notified bsc/target that the 6th coil stretched and snapped. The patient's condition was not affected by this event.